Event description:
Additional information received reported no modification occurred to the catheter during the procedure on 2015-(B)(6). After the injection, the catheter was okay.

Event description:
It was initially reported, the patient had pain and "underdose". An updated clinical diagnosis was received which changed "underdose" to a "lot of pain" and the pump with bolus did not help; the patient had more pain "on her breast her pain location". It was reported injection of the catheter was attempted (catheter access port (cap) study) on 2015 (B)(6) and it was concluded that "maybe there [was] an occlusion" because, the results were abnormal, they did not get a lot of "crf" (interpreted cerebrospinal fluid (csf)) and the "injection was hard to do". Surgical intervention occurred on 2015 (B)(6), to "see that it was an occlusion". Initially, it was reported the catheter was not changed but additional information reported "one segment of the catheter was revised due to the event". An unscheduled clinic/office visit was also reported. The product issue (catheter occlusion) was resolved. The patient "felt better on their pain" and the outcome of the event was listed as "resolved without sequelae (2015 (B)(6))". The medication in the pump was unknown, but it was known that the patient did not use baclofen or morphine sulfate in the pump at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported during the surgical intervention, they only injected the catheter and was "all ok". There was no modification of the catheter and it was still the same catheter.

Manufacturer narrative:
Product ID 8780, lot# 0207182364, implanted: 2013 (B)(6); product type catheter product ID 8780, lot# 0207182364, implanted: 2013 (B)(6); product type catheter. (B)(4).